Event description:
It was reported that a revision was performed due to disassociation.

Manufacturer narrative:
The affected device was returned and evaluated. The purpose of this investigation was to determine the cause for the disassociation of the tibial insert from the tibial base plate. Dimensional inspection and macroscopic analysis were performed on the retrieved insert. Upon visual examination, the proximal articulating areas showed burnishing and wear on the articulating surface due to femoral articulation. A fully locked insert would typically show mild rounding throughout the anterior locking mechanism. The anterior locking mechanism has no noticeable rounding on the anterior locking mechanism suggesting that the insert was not completely engaged into the tibial base. Burnishing and deformation likely due to the insert riding on the tibial tray anterior locking mechanism after disassociation was observed on the distal surface. Burnishing likely due to femoral articulation was observed on the posterior side of the post. No damages to the post were observed on the anterior, medial and lateral sides of the post. The critical dimensions of the insert were checked against smith and nephew internal procedure. The periphery, t-u depth and height/anterior lock detail were within specification. The a-p width, locking detail, m-l width overall, dovetail and locking detail dimensions could not be measured accurately due to the deformations present. The features observed on the insert suggest that partial engagement of anterior locking mechanism may have contributed to the disassociation of the insert from the tibial base. Damage of the distal surface likely occurred due to the insert riding on the tibial tray after disassociation. Safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.